Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, on (B)(6) 2019, an increase in the atrial pacing threshold was observed and no capture was observed at 5 v, 1 ms in both bipolar and unipolar configuration. A re-intervention to reposition the atrial lead was then performed. It was implanted deeper in the auricle and the pacing threshold was observed at 2 v, 0.35 ms. According to the physician, there were no anomalies with the lead impedance and the pacing amplitude during the re-intervention and no detachment of the lead was observed in the x-ray. The physician suspects that the high threshold near the atrial appendage could be attributed to the patient's physiology.

Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, on (B)(6) 2019, an increase in the atrial pacing threshold was observed and no capture was observed at 5 v, 1 ms in both bipolar and unipolar configuration. A re-intervention to reposition the atrial lead was then performed. It was implanted deeper in the auricle and the pacing threshold was observed at 2 v, 0.35 ms. According to the physician, there were no anomalies with the lead impedance and the pacing amplitude during the re-intervention and no detachment of the lead was observed in the x-ray. The physician suspects that the high threshold near the atrial appendage could be attributed to the patient's physiology.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200625 - file-2020-00832 - analysis_and_closure_report_resp-2020-00568.pdf].

Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, on (B)(6) 2019, an increase in the atrial pacing threshold was observed and no capture was observed at 5 v, 1 ms in both bipolar and unipolar configuration. A re-intervention to reposition the atrial lead was then performed. It was implanted deeper in the auricle and the pacing threshold was observed at 2 v, 0.35 ms. According to the physician, there were no anomalies with the lead impedance and the pacing amplitude during the re-intervention and no detachment of the lead was observed in the x-ray. The physician suspects that the high threshold near the atrial appendage could be attributed to the patient's physiology.

Manufacturer narrative:
Based on preliminary analysis, the reported event could have resulted from an atrial lead positioning issue and/or the patient¿s physiology.